Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no breakage. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- nurse clinician. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the invovled product code/lot# combination was conducted with no findings. Please see MDR 2243441-2021-00009 for the importer report. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during an angioplasty of the anterior tibial artery, a foreign body appeared at the tip of the navicross catheter. It appeared to come from either the navicross 18 or the v14 wire that was also used for the procedure. The foreign body was stented to the wall of the vessel without incident and the patient had a successful procedure. Upon initial examination with the naked eye, it was difficult to tell if there was any missing component to the tip of the navicross 18. The patient was in stable condition and was discharged.